Manufacturer narrative:
(B)(4).

Event description:
It was reported through clinic notes dated 10/28/2016 that the suspect device had an okay impedance of 2020 ohms. A review of the programming history database found that there was new programming history that suggested the use of a second programming system on the date of planned generator replacement surgery ((B)(6) 2013) within an hour of the high impedance detection. When the new programming system was used, the impedance had resolved. This suggests that the initial high impedance was a pin insertion issue that resolved after troubleshooting was performed during surgery. In addition, although the generator was replaced on (B)(6) 2016 and high impedance was detected, clinic notes from the surgeon reported that he did not replace the lead. This further evidences that the impedance issue was related to a pin insertion problem. Finally, the prior generator had no evidence of high impedance on the date of surgery, indicating that something occurred during surgery to cause the high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
During programming history review it was noted that the patient had high impedance. The high impedance did not resolve that day. The patient has a generator replacement that day. There was no high impedance on the previous generator. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.